Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. It is unknown whether there are plans to explant and reimplant with another device as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.